Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the difficulty in sheath removal was confirmed. Visual inspection and dimensional measurements of the returned device confirmed the reported difficulty removing the sheath and subsequent separation of the catheter shaft. A fiber was observed inside the balloon, under the proximal balloon marker, which contributed to the difficulty to remove the balloon sheath. Based on an expanded investigation, a product issue related to difficulty removing the protective sheath was noted. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during device unpackaging and attempted removal of the protective mandrel from the delivery catheter tip, resistance was met and the mandrel could not be removed. During the attempt without using force, the shaft broke. There was no patient involvement. A different device was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.